Event description:
Caller reported the infusion head set is leaky. Caller stated sometimes the patient experiences too high blood glucose level; exact reading was not provided. Patient's normal blood glucose level was not provided. Treatment received was not provided. Caller reported patient discarded the used cannulas. No further information is available. Caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).